Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Unfortunately, without the returned instrument no further investigation into the incident can occur. The complaint shall be closed with an undetermined root cause. Should further information become available then the complaint may be reopened. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hospital reported that surgeon attempted to use screwdriver shaft to engage liner trial in cup and the screwdriver shaft tip was damaged/worn and would not engage with recess of liner trial. It was reported that he was able to quickly get another screwdriver and therefore no surgical delay. Nor was there any adverse outcome to the patient. No further info available for this event report